Event description:
It was reported that a malfunction occurred with the pump, identified by malfunction code 16, which was not resettable. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.